Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a small crack on the reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was admitted to a clinic for high blood glucose levels and high ketones. The blood glucose reading was 365 mg/dl. The customer's mother stated that the insulin pump was not working. The customer was treated with a fluid flush, and her blood glucose levels were able to be lowered. A threshold suspend alarm was found in the device's alarm history. Upon troubleshooting, it was found that the insulin pump passed the high pressure test. The customer's mother declined the completion of troubleshooting. She was advised that the insulin pump would be replaced. The most recent blood glucose reading was 127 mg/dl. Nothing further reported.